Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat dysphasia performed on (B)(6) 2025. During the procedure, water shot out of the side of the balloon. Once they saw it was leaking, they deflated it and removed it from the scope. It was reported that there must have been a hole in the balloon. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.